Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and was unable to verify/reproduce the complaint of the device shutting down with no audible or visual alarms. Thus no root cause was determined. Unrelated to the reported event, the carefusion field service rep did find that the device's date and time had been reset and determined that this was most likely due to a faulty coin cell battery or a bad connection to the battery. The carefusion field service rep replaced the coin cell battery, adjusted the tension bar that holds the battery in place for a more secure fit and ran the device through a complete checkout to ensure that the device meets all factory specifications. Upon completion, the device was returned to the user facility's control ready to be placed back into service. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Named removed] called in stating this ventilator was pm'd on (B)(6) 2010 and since has shut down twice while on a pt. He did not have specifics on the date of when the first incident happened, he claims, the screen went blank but continued to ventilate the pt. There was no harm to the pt, rt was at the bedside. Also no audible or visual alarms displayed. The second incident happened yesterday, while on the pt, the ventilator shut down completely, no audible or visual alarms were noted by the therapist. The rt was at the bedside and no harm was noted to the pt. No other details were provided."